Manufacturer narrative:
(B)(4). Date sent: 7/20/2017. Batch # unk.

Event description:
It was reported that during a laparotomy exploratory with sigmoid procedure the device clamped on vessels and an alert to "re position jaws and reactivate" displayed on the generator while at the same time if felt as if the handle seemed to snap. It would not cut nor deliver energy. The jaws were unable to be opened so the surgeon clamped vessels on either side and cut it out. A like device of the same product code was used to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Batch # p9168p. The device was received with no apparent damage. Upon visual inspection under magnification it was found a clip stuck at the upper jaw. The clip was removed to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. It is possible that due to the staple was stuck a ¿reposition jaws and reactivate¿ and could affect the opening and closing of the jaws. The clip stuck is a routine occurrence during surgical procedures if the device is used across staples, clips or any other material then tissue and does not necessarily indicate a manufacturing defect in the device. Care should be taken not to close the jaw staples, clips or any other material than tissue, for further information on device use can be found on the IFU. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.